Manufacturer narrative:
We will not receive the implant back, so we can not make any investigation or conclusions.

Event description:
Patient suffered pain and massive water in his humeral joint after operation. A re-arthroscopy was conducted 5 months after initial operation and in this operation there was not any stable implants found, only two holes.